Event description:
It was reported that during a low anterior resection procedure, at first, "endo-gia" was fired to resect the rectum and the device was used with double stapling technique. Although the firing handle was grasped completely, the sound of cutting the washer could not be heard. Two doughnuts were confirmed and there were no problems at the leak test during the operation. The next day of the surgery, major leak occurred and reoperation was required. The artificial anus was created temporarily and the patient has been monitored. The doctor confirmed with x-ray that almost all staples of the anastomosis site seemed to be unformed and the acral part of some staples seemed to be slightly bent. The customer disposed of the device; no device will be returning. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.